Event description:
It was reported that the ilet system experienced battery depletion and powered down, after which the user was assisted to correctly place the device on the charging pad and charging resumed; the user reported glucose above 300 mg/dl and inability to perform a manual fingerstick at that time. Investigation included technical support troubleshooting and user guidance on proper charging procedure. Further investigation of this case revealed normal function restored with correct placement on the charging pad and no device malfunction confirmed. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. It was concluded that the event was consistent with low battery depletion with user education provided on charging. Despite multiple follow up, the user never responded, and the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.